Manufacturer narrative:
As reported, the bard/davol sorbafix enhanced device did not fixate the mesh adequately and all the fasteners were removed from the patients body. The subject device is not returned for evaluation. Based on the information provided to date and without having the sample to evaluate, no conclusion can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for successful fastener delivery. The precautions section of the IFU supplied with the device states, ¿if the fastener does not deploy properly, remove the device from the patient and test the device in air to ensure proper fastener deployment. Once proper fastener deployment is confirmed, the device may be reinserted into the patient.¿ not returned.

Event description:
As reported, during an elective right laparoscopic inguinal herniorrhaphy procedure on (B)(6) 2022, the bard/davol sorbafix enhanced fixation device was used to fixate the unknown mesh. It was reported that the device deployed all the fastener and did not fixate the mesh. It was also reported that all the fastener were removed from the patient's body. As reported, another non-bard/davol device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
As reported, the bard/davol sorbafix enhanced device did not fixate the mesh adequately and all the fasteners were removed from the patients body. The subject device is not returned for evaluation. Based on the information provided to date and without having the sample to evaluate, no conclusion can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for successful fastener delivery. The precautions section of the IFU supplied with the device states, ¿if the fastener does not deploy properly, remove the device from the patient and test the device in air to ensure proper fastener deployment. Once proper fastener deployment is confirmed, the device may be reinserted into the patient.¿ addendum: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to document the results of sample evaluation. The subject device was returned for evaluation depleted of all fasteners. As such, a functional test to attempt to reproduce the reported event could not be performed. The device handle cover was removed finding all the components in place and in good condition. No manufacturing anomalies were found. Based on the sample evaluation and investigation performed, the root cause is inconclusive. Sample evaluated.

Event description:
As reported, during an elective right laparoscopic inguinal herniorrhaphy procedure on 08-feb-2022, the bard/davol sorbafix enhanced fixation device was used to fixate the unknown mesh. It was reported that the device deployed all the fastener and did not fixate the mesh. It was also reported that all the fastener were removed from the patient's body. As reported, another non-bard/davol device was used to complete the procedure. There was no reported patient injury.